Manufacturer narrative:
The reported events were dislodgment, inadequate capture, and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. Visual examination of the lead found the helix retracted and covered with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented with high capture threshold due to dislodgement on the right ventricular (rv) lead. During repositioning, the helix was unable to be extended. The physician elected to explant and replace the rv lead. There were no patient consequences.